Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2023, it was reported that the patient's infusion set's tubing got caught in the bed due to which it detached close to the site location while the patient was sleeping. Moreover, the infusion set had been used for one day. The pump was not dropped with the set connected to patient's body. No further information available.